Manufacturer narrative:
The concomitant device (6206000000, sn (B)(4)) and the 2 unknown blades, subject to this event were returned for evaluation. Investigation results of the concomitant device had confirmed that the spherical bearing was broken. This failure can affect device functionality and cause or contribute to blade whip and blades breaking.

Event description:
It was reported that during a surgical procedure, 2 blades broke. It was also reported that there was no adverse consequences as a result of this event. It was further reported that there was a 5 minute delay and the procedure was completed successfully.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned for evaluation.

Event description:
It was reported that during a surgical procedure, 2 blades broke. It was also reported that there was no adverse consequences as a result of this event. It was further reported that there was a 5 minute delay and the procedure was completed successfully.